Event description:
A gripper plus 20 gauge x 1" huber needle was used to access the patient's mediport. Two rns helped change the needle, and obtained good blood return and flushed well. A blood transfusion was started through the huber needle. The patient later complained of pain and the site was puffy. The rn de-accessed the mediport. Attending physician notified. Warm compress applied. Later, an assistant nurse manager and another rn re-accessed mediport with new gripper plus 20g x1". They obtained good blood return and flushed easily. Infused fluids at low rate until surgical resident could evaluate issue. The following day the patient complained again of pain and burning. Swelling noticed on upper shoulder and at mediport site. Appears fluid was building up in subcutaneous tissue. Needle left in place, but infusion stopped. Attending notified again. Peripheral IV started. Lineogram ordered to assess needle/port status - showed huber needle out of port and in subcutaneous tissue. Dressing over huber needle was intact and flat to chest. Assumed needle not long enough, so replaced with a miniloc 1.5" huber needle after swelling went down, and patient has been okay ever since. Clinical engineering measured gripper plus needle length and noted that it only goes 0.75" below thick padding attached to needle, therefore does not extend the full 1" into the skin. This is a major issue because the longest needle the company sells is 1.25", which is actually only 1" long. For larger patients, this may not be long enough. It also makes it difficult for staff to choose a needle length appropriately, because when they would normally use a 1" needle, they will need to use a 1.25" needle. And when they would normally use a 1.5" needle, they have no options with this product.